Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is not responding. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No issues were found with the display assembly.